Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported patient experiencing removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl", "mental anguish and fear of alcl, increased risk of alcl", "anxiety", "patient has not been diagnosed with bia-alcl, capsular contracture, baker grade unknown, rashes, itching, and swelling. Further reported was depression and panic disorder, significant weight gain, irritable bowel; and other physical and emotional manifestations that are severe and ongoing which have been deemed not related to the device. Affected side is right. The device has been explanted.